Event description:
The customer reported a leak from the needle cartridge of the coulter lh 780 hematology analyzer while running 5c quality controls. The customer indicated that 1 ml of fluid leaked and was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and glasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone but the issue was not resolved. A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered leaks at the needle cartridge assembly and tubing at pinch valve pv9. The fse replaced the needle cartridge assembly and tubing at pv9 to resolve the leaks. The fse verified the repair as per established procedures and results met published specifications. (B)(4).